Event description:
It was reported that during a potoselective vaporization of the prostate procedure, the fiber was forward firing and was not effectively vaporizing the tissue any longer. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during a potoselective vaporization of the prostate procedure, the fiber was forward firing and was not effectively vaporizing the tissue any longer. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on visual examination with magnification that there were no fiber damages along the fiber body and tip that could have caused or contributed to the reported forward firing and diminished vaporization efficiency. Therefore, the event cannot be confirmed. Although analysis also identified devitrification at the fiber tip, please note that devitrification is normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation as the fiber tip causing the glass at the firing window to crystallize. Based on the reported event the case was completed with a second fiber without patient complications. The manufacturer has reviewed all information available and determined this event no longer meets reporting criteria for the device in question. Technical analysis: visual examination with magnification showed some devitrification through the output window and debris on the tip; both can occur during normal use of the device. The fiber was tested with a hene (helium-neon) laser fixture, and there were no indications of breakage along the fiber's length. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Labeling review: a review of the instructions for use was completed and did not reveal any evidence of device misuse, off label, or inability to follow instructions. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. DHR review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Investigation conclusion: analysis of the returned device did not identify any damages that could have caused or contributed to the reported forward firing and diminished vaporization efficiency. Therefore, a conclusion code of no problem detected was assigned to this investigation.